Manufacturer narrative:
At this time. The device and right ventricular lead remains in service. Should additional information become available, this report would be updated as necessary.

Event description:
Boston scientific received information that this sales representative reports he will be doing dft testing on this defibrillation system due out of range shocking impedances during testing. No noise was observed. Technical services discussed a possible connection issue and provided troubleshooting support. The sales representative will discuss this further with the physician.